Manufacturer narrative:
(B)(4).

Event description:
The cannula cracked nothing fell into the cavity. No add'l bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.